Event description:
I purchased a philips sonicare 2 series (model hx 6211/04 toothbrush from (B)(6) on (B)(6) 2015. It was registered with philips and the warranty expired on june 1, 2018. I brought the product into use for the first time in (B)(6) 2016. Even at the first use, I noticed that there was excessive vibration of the toothbrush, and I really could not put it into my mouth without it chattering violently against my teeth, making it unusable. However, when I pressed the toothbrush towards the handle, the vibrations would be controlled. Because of the excessive vibrations, I am unable to use the toothbrush because of the risk of damaging my teeth or gums, which are specially sensitive at my age. I called philips customer care at (B)(4) and apprised them of the defect. At their request, I switched on the brush and made them hear the excessive sounds of the vibrating head, and also the reduced sound when the head was pushed toward the handle. The agent agreed that there was indeed a defect, and they would send me a replacement handle. The case number related to this case is (B)(4). I was also informed by some agents that this particular model has had a number of complaints earlier too. Thereafter, until date, I have been in continuous contact with philips customer care and their claims section. I have been sent four replacement handles, but they all have the very same defect. I am still saddled with the same defective product that I am unable to use because of the risk of damaging my gums/teeth. May I ask you to please look into this case. (B)(4).